Manufacturer narrative:
The manufacturer previously reported a ventilator's display failed to respond. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center and there was no display failure noted. There was no failed test steps noted. The device's downloaded event log was reviewed, and no actionable errors were observed. The device's air inlet foam filter, particulate filter need replaced preventatively. The device's muffler assembly, machine flow sensor, system board tubing, fio2 tubing, and low flow tubing need replaced due to dust contamination. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur.

Event description:
The manufacturer received information alleging a ventilator's display failed to respond. There was no harm or injury reported. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.